Event description:
It was reported that the screen went dark during use. It was reported that ventilation did not stop. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation was based on the provided log file of the affected device and the analysis of the hardware version of the affected components. The reported device behaviour could be reproduced. The hardware analysis revealed that the activation of the inrush current limitation of the fuse on the printed circuit board of the lc display led to a dark backlight of the lc display. The activation of this fuse was traced back to adverse tolerances tolerance of the electronic components on the adapter board of the display unit of the device (ecd). In case the backlight of the display unit fails during use the user is no longer able to operate the device. The running ventilation is not affected and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental oled-display wherein the user can see the on-going ventilation. The inrush current limitation of the fuse has already been increased in order to remedy this issue. The symptom can be resolved by switching off and on the device via the main switch. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.